Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by (B)(6) from (B)(6) that the 34-year-old female patient reported extreme and lasting jaw pain after using the device. The patient has discontinued using the device and has sought medical attention from the primary care provider (pcp). The patient went to get medication for jaw pain and inflammation. The product was delivered to the patient on (B)(6) 2025 and the incident date was reported as (B)(6) 2026. The patient discontinued use on (B)(6) 2026. The patient never followed up regarding the dentist visit; the patient reached out in (B)(6) saying that the issue is still persisting. The patient was requested to provide photos of the pcp discussion and prescription.